Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there ware low amplitude r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead exhibited oversensing/noise, potential fracture, and there was a potential insulation breach. The lead was subsequently explanted.